Event description:
The customer stated that she was experiencing high blood glucose levels. The reported blood glucose reading was 200 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. However, the high pressure test failed. The customer declined to return the insulin pump for testing. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.